Event description:
Upon receipt of additional information, it has been determined no serious injury was reported as a result of this malfunction. Additionally, this malfunction has not previously been reported for having caused a serious injury on a same/similar device in the past. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon receipt of additional information, it has been determined no serious injury was reported as a result of this malfunction. Additionally, this malfunction has not previously been reported for having caused a serious injury on a same/similar device in the past. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up report will be submitted. Product not returned.

Event description:
It was reported that during the surgery, the suture loop of this product couldn't fasten after the 2nd anchor implanted. Therefore, the surgeon removed this product from the patient's body, and he used a competitor's product to complete the surgery. Due diligence is complete as multiple attempts were made however; no further information is available. As no additional information or product is available, we are unable to provide further information. If further information is received, a follow-up will be submitted.